Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a damaged conductor wire at the distal end. The wire insulation was damaged, and the instrument passed the electrical continuity and energy delivery tests. The instrument had exposed wires. The instrument had no thermal damage and no missing material. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's wire was bent, and the surgeon could not move the wrist. The procedure was completed with no reported injury.